Event description:
Based on limited information, it was reported that during a therapeutic procedure, an accustick was inserted into the left kidney. The radiopaque marker in the distal end released to the proximal and then broke. The track was lost and the procedure was started from the beginning with another accustick.